Event description:
Complainant alleged that while attempting to defibrillate a patient. The device displayed an "open air discharge" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was returned to the customer. During the course of zoll's investigation, it was determined that during this incident, the product was used with non-zoll electrode pads, which is not recommended by zoll. No trend is associated with repots of this type.